Event description:
It was reported that stent fracture occurred causing vessel re-occlusion and discomfort requiring additional intervention. A 6 x 120 x 130 innova and unknown size of innova were successfully implanted to revascularize 100% stenosed, mildly tortuous and mildly calcified left superficial femoral artery (sfa). Patient went home with no issue. After 8-10 months, patient experienced mild to moderate discomfort in the left leg. Patient was brought back into clinic and follow up angiogram was performed. Stent fracture and re-occlusion of the sfa were identified. Patient is scheduled for reintervention to vascularize the left sfa in (B)(6) 2025.